Manufacturer narrative:
Reference code nx051z, device name as vega ps tibial plateau cemented t1, serial number n/a, batch number 51903533, UDI device identifier (B)(4), UDI production identifier (B)(4), basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date 2012-12-05. Ref.code device name batch, nx031z as vega ps femoral comp.cemented f5n r 51931511, nx043 patella 3-pegs p3 51915392, nx112 vega ps gliding surface t1/1+ 14mm unknown, nn260p plug f/tibial plateau unknown. Investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 3 similar complaints against the same lot number: 51931511. (1 registered as leading component; 2 registered as involved components). Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with a vega knee components. As a result of having the product implanted the patient has experienced knee pain and swelling in right knee and normal daily activities was restricted due to pain. A subsequent x-ray showed possible loosening of the tibial component and a radiolucent line around the tibial component. During replacement surgery intraoperative findings were loosening of the tibial and femoral components, which resulted in revision surgery. The primary surgery occurred on (B)(6) 2013 and the revision surgery occured on (B)(6) 2016. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4). Involved components: nx031z (ps femur cemented f5n rt), nx043 (universal patella p3), nx051z (ps tibia cemented t1), nx112(ps pe insert t1/t1+,14mm), nn260p (peek plug f/tibia). Associated medwatches: 2916714-2020-00516, 2916714-2020-00517, 2916714-2020-00518, 2916714-2020-00520.